Event description:
The customer reported that following a ptca in 2000, vasoseal es was deployed. While in the recovery room the pt developed a hematoma in the lower right quadrant of the abdominal area. An angiogram did not reveal anything abnormal so pressure was applied and a femstop was placed over the site for two hours. The pt received one unit of blood and one unit of plasma. No further complications were reported.